Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 600 mg/dl, which the customer treated with a manual injection. Upon troubleshooting, it was found that insulin did exit the tubing and no leak was noted. The device did alarm no delivery during the manual prime; advised that the insulin pump was working as designed. The customer stated that she was going to check her blood glucose levels, then monitor and correct using the insulin pump. She advised that if nothing was resolved in the next 30 minutes, she would seek medical attention, but she was not concerned with the insulin pump malfunctioning. She did not elect to troubleshoot further. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.